Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted with the right ventricular (rv) lead port plugged. This patient had gone into atrial fibrillation (af) and atrial tachy response (atr) was provided with premature ventricular contraction (pvc) coming in from the left side. The pvc's were not sensed on the rv channel since the port was plugged. The left ventricular (lv) pacing caused pacing inhibition. Technical services (ts) discussed programming optimization to achieve biventricular pacing sooner. Ts noted this system was being used in a non-tested manner. This crt-p remains in service. No adverse patient effects were reported

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.